Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure in the large intestine on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to extend the snare; however the snare would not extend. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
Block a2: it was reported the patient is over 18 years. (B)(4) for the investigation findings: flare detached. Investigation results: visual evaluation of the complaint device found the flare detached and the key tube outside the dongle assembly. A functional analysis could not be performed due to the flare detachment. The complaint that the loop would not extend was confirmed; the detached flare prevented device extension. Resistance during actuation can occur due to anatomical/procedural factors which limit the performance of the device, and the resistance can ultimately cause the flare to detach and the key tube to come out of the dongle assembly; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.